Event description:
The surgeon was using the insertion handle to put the blade through the trochanter fixation nail (tfn), but it would not line up. Finally he was able to put it through, but it did not align with the distal hole. The surgeon could not put a distal locking screw in the tfn. The procedure was completed without placing a locking screw. Insertion handle is old and most likely deformed by multiple surgeons, who used it before.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Visual evaluation revealed the device was returned with significant dents and scratches. There are several deep dents and scratches on top and edges of the device indicating misuse. The tang feature is dented and mis-shaped. The undersized location hole would not cause the complaint condition because the devices could be assembled without difficulty. The remaining feature of size were measured and found within print specification. The boss fails the position test indicating something is not aligning properly. It is unknown if this device fails the function because of manufacturing or as a result of the abuse. Based on the condition that reported event and the condition of the returned device, the cause of the event is unable to be determined.